Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was traced to improper maintenance. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the small battery drive device motor was worn, the electrical control unit was damaged, and the trigger was sticky. It was further determined that the device failed pretest for check for unintended motion, check triggers, check for sticky speed trigger, check in ¿off¿ mode, check the oscillation/forward/reverse mode function, check the oscillation angle, check switching function forward / reverse and check power with test bench. It was noted that the due to the device not running, the functional test could not be performed and therefore, the unintended motion issue was not observed. It was noted in the service order that the device had an unspecified malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.